Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with higher than usual risk for thromboembolic event was scheduled for prophylactic filter placement prior to weight loss surgery. The right femoral vein was accessed and venography identified the renal veins. The filter was deployed below the renal veins, and the patient tolerated the procedure well. Approximately four months post filter deployment, the patient was hypoxic and presented to the emergency department with complaint of shortness of breath and abdominal pain. CT scan performed for pe protocol demonstrated large bilateral pulmonary emboli. The patient was admitted to the intensive care unit and started on IV and oral anticoagulation. Two days post admission, the patient¿s inr was therapeutic and the IV anticoagulation was stopped. The patient was discharged three days post hospital admission in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the renal veins. Four month post filter deployment, CT scan performed for pe protocol demonstrated large bilateral pulmonary emboli. Based on the provided medical records, it can be confirmed that the patient had pe after filter implantation however the overall investigation is inconclusive as the origin of the pe and the filter's relationship to pe is unknown. Per the reported event details, the filter was implanted prior to gastric bypass surgery. Furthermore, it was reported that the patient was morbidly obese. Per the instructions for use (IFU), "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." The IFU also states, "the safety and effectiveness of this device has not been established for morbidly obese patients." Therefore, it is possible that patient and/or procedural factors may have contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient was scheduled for prophylactic filter placement prior to scheduled weight loss surgery. The right femoral vein was accessed and the filter was deployed below the renal veins. The patient tolerated the procedure well. Approximately four months post filter deployment, the patient became hypoxic and presented to the emergency department with shortness of breath and abdominal pain. CT scan demonstrated bilateral pulmonary emboli. The patient was admitted and started on anticoagulation therapy. Three days post admission, the patient was discharged in stable condition. No additional information was provided in the medical records received.